Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I am sending the upc and receipt that is from the archives of sales from this meijer location. I am sending this because the guard, after 3 nights, started separating from the bottom layer of the guard. Lot: 049522.